Event description:
Received an "urgent medical device product correction" letter from becton dickinson (bd) indicating their blue top vacutainer tube with sodium citrate used for drawing blood and then testing for patients potential for bleeding and clotting prior to surgery and to establish and monitor anticoagulation therapy, that their blue top tube has been confirmed will overfill with blood during venipuncture by as much a 11 to 14 percent. Bd will continue to ship the product (catalog number s 363083, 364305 and 366560) to hospitals and medical facilities. The 11 to 14 percent overfill of this blood tube when a physician orders a coagulation test (ptt, pt-inr, fdp, etc.) Would be greatly significant for a physician to change the course of treatment for their patient. The patient's blood test would appear thinner - longer bleeding time and the physician would decrease the dosage for blood thinners the patient was prescribed. The result could potentially be the patent would develop more blood clots and would lead to increased risk of heart attack or stroke. The letter sent from bd should not have been a "device product correction" letter but rather a "recall" letter since the increased risk to the patient is a heart attack, stroke or death.